Event description:
Related manufacture reference number: 2017865-2024-00804. It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the atrial lead and right ventricular lead were twisted and exhibited insulation damage. The right ventricular lead was explanted and replaced on (B)(6) 2024 while the atrial lead remained in situ. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation twisted and insulation damaged were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation twisted throughout entire lead body. The outer insulation was found with multiple cuts on the lead body consistent with procedural damage. The cause of the reported event were isolated to procedural damage.